Event description:
It was reported that the patient had a syncopal episode while driving and had a car accident. The device had reached elective replacement indicator (eri) and was in vvi 65 mode. Additional information could not be obtained from the follow-up physician or the implanting physician regarding whether or not the syncopal episode was related to eri function/vvi 65 mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4024-58, implantable pacing lead, (B)(6) 1994; 4524-53, implantable pacing lead, (B)(6) 1994. (B)(4).